Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - additional information/ correction. D4: catalog no - correction. D4: lot no - additional information. D4: expiration date - additional information. Primary UDI number - additional information. H2 type of follow up: additional information/ correction. H4: device mfg date - additional information. H5: labeled for single use - correction.

Event description:
Subsequent to the initial MDR, a correction is required. Additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Signal loss: it was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.